Event description:
It was reported that there will be a revision surgery performed due to patient having a malunion.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
The devices were not returned for investigation; however, the reported event can be confirmed as the surgeon sent a photos that showed the left fossa component was removed. The surgeon did not report any device failure, malfunction, or other performance issues although the root cause of this event cannot be determined. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue.

Event description:
It was reported that there will be a revision surgery performed due to patient having a malunion.